Event description:
It was reported that the pt experienced intermittent stimulation and a worsening of symptoms. It was also reported that the implantable neurostimulator would not hold a charge for longer than 45 minutes. Additionally, it was reported that the pt's implantable neurostimulator had gone into an over-discharge mode and that telemetry issues were experienced. Additional information received reported that the pt underwent a device replacement. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.